Manufacturer narrative:
A partial lead with the distal portion measuring 54.7 cm was returned for analysis. Failure event observed during analysis. Final analysis found that an external insulation abrasion was noted at 50.1 ¿ 51.1 cm from the distal end consistent with lead friction to the ICD can. The silicon coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.